Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted stryker to report that their device had event codes logged in its memory. The first event code logged is related to the device delivering a monophasic shock instead of a biphasic one. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. The second event code logged is related to a failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had event codes logged in its memory. The first event code logged is related to the device delivering a monophasic shock instead of a biphasic one. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. The second event code logged is related to a failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.